Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a thoracic surgery, during the mounting of the surgical table, the reload was pre-fired and did not fire when the trigger was pressed. The load was replaced and surgery went through normally. There was no patient harm.